Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The target lesion was totally occluded, mildly calcified, and non-tortuous in-stent restenosis of the left anterior descending artery (lad). During scheduled procedure, the physician predilated the lesion with a 2.5 x 15 mm maverick balloon at 14 atms for 30 seconds. After predilation the physician successfully deployed a taxus express2 - 3.0 x 32 mm drug eluting stent at 14 atms for 30 seconds. The balloon was then completely deflated with no contrast visible. However, upon withdrawal of the fully deflated balloon the physician felt resistance and was unable to remove the stent delivery system (sds). The guide catheter was then buried down and the balloon was re-inflated to 8 atms for 5 seconds and deflated without success. Negative pressure was then applied with syringes, without result. The physician continued these different maneuvers until the balloon was completely removed. The stent remained in good position and the patient status is reported as "good". It is noted that upon removal of the sds from the patient's body, a balloon-like material was noticed in the mid part of the catheter.